Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. This condition was found during programming/setup of the device in the emergency room. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-27 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the slide clamp detection circuit due to a defective safety slide clamp assembly. The safety slide clamp assembly was replaced to correct this condition. A device history review could not be performed because the datacard retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.